Event description:
Patient was having a removal of a powerport done. Surgeon took it out; the tip broke off and there were multiple breaks on the physical port that was removed. Surgeon could not get the tip removed from the patient- he sutured it in place so that it would not migrate. X-rays completed to identify where the broken off tip was located in order to stabilize it.